Event description:
During service by baxter, the infusion pump failed accuracy test on channel c. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information or contact was available.